Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/15/2024, a sales representative reported via (B)(4) that (qty. (B)(4) of an ar-2384 quad tendon stripper-cutter blade was not working; it was not cutting properly. The patient was not affected. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-2384 osteoauger¿ bone graft harvesting system, 6 mm serial/batch number (B)(6) was received for investigation. A visual evaluation revealed that the cutting edges were bent. A visual evaluation revealed that the cutting edges are bent. The most likely reason for the reported failure is user mishandling the instrument.